Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This MDR is associated with MDR 3005168196-2015-00870.

Event description:
The patient was undergoing a coil embolization procedure using a px slim delivery microcatheter (px slim) and a pod4 coil. During preparation for the procedure, the physician attempted to advance a pod4 into the px slim and found that the px slim was kinked. While advancing a pod4 through the kinked px slim, it became damaged and was not used. The procedure continued successfully using a new px slim and a new pod4.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the pod4 pusher assembly. The pusher assembly was kinked approximately 11.0 and 42.0 cm from the proximal end. Conclusion: the complaint has been evaluated. The complaint indicated that during preparation for the procedure, the physician attempted to advance a pod4 into the px slim and found that the px slim was kinked. While advancing the pod4 through the kinked px slim, it also became damaged and was not used. Evaluation of the returned devices revealed that the px slim was kinked. This type of damage typically occurs due to improper handling during preparation or use. If the px slim is manipulated forcefully at an angle during removal from the packaging or insertion into a patient, damage such as this may occur. Further evaluation revealed the pod4 pusher assembly was kinked. This damage likely occurred from use within the kinked px slim. Px slim microcatheters are 100% visually inspected and pod4 coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.